Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. An additional system checkout was successfully performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, during point merge patient registration, there was an inaccuracy of 1 centimeter. It was reported that when switching 3d data which had been created by cropping, it returned to the original and there was no accuracy. It was noted that the product was used for external injuries of c2/3. Data was imported twice for single vertebral body registration at c2 and c3 respectively. With data from o to th4, registration plan was prepared by creating 3d of only c2, c3 by using registration 3d crop prior to the procedure. However, when the data was switched, the registration 3d returned to the original state, and the it became the registration timing. Therefore, a plan was created for c2 by the registration 3d of o to th4, and touch was performed. Touch had an accuracy of about 4.8 millimeters, and when it went to surface, the points acquired on the spinous process, upper joint surface and lower joint surface largely deviated toward the left lateral mass, and were buried forward. Even doing surface as it was, the state was unstable because the green points on the bone surface were shown sometimes and not shown sometimes. Proceeding to navigation was attempted following obtaining about 50 points, however, about 1 cm ahead on CT was indicated and registration was performed again as it became unusable. An attempt was made to recreate the plan by cropping only the c2, but it resulted the same. At the third time, it was thought to be successful because matching was almost achieved when the points obtained by touch proceeded to surface, however, the more points were obtained, the more deviation toward up, down, left, and right occurred, and eventually accuracy was lost. After that, an attempt was made to add points to the spinous process base but failed. The same issue occurred to c3. The points of surface were increased to 70 points, but it resulted the same that the accuracy was not enough for inserting the screw using navigation. Use of the navigation system was stopped and the procedure was completed by using fluoroscopy. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.